Event description:
The customer reported the ventilator failed during extended self testing (est) due to exhalation pressure outside range. The ventilator was not in use on a pt, therefore, there was no pt involvement or harm. The respironics service tech was able to duplicate the reported problem. During testing, the exhalation pressure would not drop to within the specified range. During normal operation, out of specification exhalation pressure could be detrimental to the pt. The service tech replaced the sensor pcb to correct the problem. Performance verification testing was completed and the unit passed per operating specifications.